Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient was hospitalized on (B)(6) 2026 because of hyperglycemia and diabetic ketoacidosis (dka). The blood glucose level was 600 mg/dl. The length of hospitalization was less than 24 hours. The patient was treated with intravenous insulin. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.